Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.2 full of cubies were failed to open. Tried reboot and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.2 full of cubies were failed to open. Tried reboot and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed, and it was not detected on the bus. The field service engineer (fse) had found that the user had recovered all cubies from row b except b1. The fse reseated the row board cable and retractor band, then booted into the hardware test application (hta) to run diagnostics using new cubies in positions b2 through b6. The drawer continued to fail during opening attempts. To further investigate, the fse removed all cubies, pulled out row b¿s cubie tray, cleared debris, and reseated the row board cable. All cubies were reinstalled except b1, which was excluded due to poor performance metrics. A follow-up hardware mode test confirmed that all remaining cubies functioned properly without issue. The system functioned as intended after the field service engineer repaired the device.